Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was seeing the reposition antenna on the recharger. The patient saw the sync screen on the programmer and when attempting to connect with the programmer the poor communication screen was seen. The patient noted his last charging session was over a week ago. Troubleshooting reviewed that since both external devices had difficulty communicating with the implant it could be an issue with the implant itself. The patient was directed to follow-up with the healthcare provider for a possible overdischarge. No patient symptoms reported. Additional information was received from the manufacturer representative (rep) on april 17, 2020 , to confirm a poor communication on the patient's programmer and reposition antenna screen on the recharger. The device would not connect. The patient stated that he had therapy a week ago and was fully charge prior to that. Antenna locate troubleshooting was tried with the rep, but there was no success. A replacement recharger was sent to the patient as steps taken to resolve the issue. Additional information was received from a patient. It was reported that the unit was doa (dead on arrival). For steps taken to resolve the event, there were too many to list so the patient referenced the healthcare professional (hcp). No further complications were reported. Additional information was received from a patient. It was reported that the two units would not talk with each other. For circumstances that led to the event, patient stated it could have been the battery of the unit inside the body. For steps taken to resolve the event, patient stated that a whole unit was put in on (B)(6) 2020 and works fine, better unit, and better charging on back. Patient said healthcare staff advised patient that same type of unit was being used for replacement. As of (B)(6), it works great. Patient likes not having to sit in one place waiting to be charged up. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID 97754, serial# (B)(6), explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient did not know what the status of the affected device. It was noted the patient still had the charger for their therapy. No symptoms were reported.